Event description:
We were performing portable CT with neurological/(B)(6) omnitom scanner. After CT was completed the scanner died. Nothing we did was able to get it up and running so we could drive the unit. We rebooted and shut down to the breakers and nothing worked. It was in position to do the CT brain which means the scanner was at the doorway of the patients room blocking the patient bed from being able to be moved out of the room. The scanner would not work and would no go into transport mode. It had to be manually pushed by multiple people to the side of the doorway. When this unit stops working or battery dies, it becomes inoperable. Unfortunately this means it cannot move since there is a drive unit inside that allows it to move. The scanner was pushed to the side of the doorway so that the patient could be moved out of the room if needed. The scanner stayed there unit at 7am the next day when we had more staff to go up and manually push the scanner back to the CT department. We have 2 omnitom units. This happened with the other omnitom unit about a month ago where the battery died and it was inoperable. Again, blocking the bed from existing the room if needed. It took 4 men to manually push the machine out of the ICU down to the CT department. Neurological/(B)(6) has been notified. Both omnitom scanners have been taken out of use until they are able to come up with a easy mechanism to be able to move the scanner if it becomes inoperable. FDA safety report ID # (B)(4).